Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 16-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations were not connecting. The technical support specialist found that the entire site was affected by the server not communicating with application server and unable to navigate properly due to high memory utilization and decided to reboot the server to resolve the issue. The system functioned as intended after a troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ es server multiple stations were not connecting, in critical override but still unable to pull out meds and had patient interface error and order interface error. There were no adverse events or injuries reported based on this incident.